Manufacturer narrative:
The investigation determined that a lower than expected total b-hcg ii result was obtained from a single patient sample when using vitros immunodiagnostic products total b-hcg ii (b-hcg ii)reagent on a vitros 3600 immunodiagnostic system. The result was considered discordant when compared to a non-vitros beckman method using the same patient sample. A definitive cause for the lower than expected patient sample result could not be determined. Historical qc fluid performance indicates a vitros b-hcg ii lot 4490 performance issue is not a likely contributor to the event. However, as no package insert information for the controls used at the site was provided, a reagent related issue cannot be entirely ruled out as a contributor of the event. No precision testing was performed on the vitros 3600 immunodiagnostic system at the time of the event and therefore, an instrument related issue cannot be entirely ruled out as a contributor of the events. However, historical vitros qc fluid results were accurate and precise, and no evidence of any instrument malfunction were reported, therefore, an instrument issue is an unlikely cause of the event. Pre-analytical sample processing cannot be ruled out as a contributing factor as it was not possible to determine whether the customer was following the sample collection device manufacture's recommendation for sample centrifugation. Therefore, improper pre-analytical sample handling could have contributed to this event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample. Additionally, an ortho laboratory specialist stated that it is recommended that the sample be placed in the sample tube for 30 minutes prior to centrifugation according to the requirements of the coagulation tube used. It is unknown if this requirement was followed, and an issue related to improper protocol cannot be entirely ruled out as a contributing factor of the event. Continual tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros b-hcg lot 4490.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a lower-than-expected total b-hcg ii result was obtained from a single patient sample when using vitros immunodiagnostic products total b-hcg ii (b-hcg ii) reagent on a vitros 3600 immunodiagnostic system. The result was considered discordant when compared to a non-vitros beckman method using the same patient sample. Patient 1 vitros b-hcg ii result of <2.39 miu/ml vs. The expected result of 11.00 miu/ml biased results of the magnitude and direction observed may led to inappropriate physician action if they were to occur undetected. The lower-than-expected vitros b-hcg result was not reported from the laboratory. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).